Event description:
It was reported, the patient fell a couple of weeks ago against a concrete pillar and broke a rib. Fluoroscopy confirmed the both of the patient¿s leads had migrated. The patient experienced a loss of stimulation/therapeutic effect and pain where he hit his back on the pillar. The patient was scheduled for a lead revision on (B)(6). Additional information received 8 days later reported, the lead revision was completed that day. An impedance check pre-case showed all impedances were within normal range. Under fluoroscopy, it was clear that the 8-15 lead had pulled back to the needle entry point. The physician was able to pull lead completely out from the pocket incision. The other lead was tested which was still in place. This lead provided good coverage of the patient¿s painful areas so the physician decided to just leave that lead and add a plug to the port instead of replacing the other lead. It was noted, the patient was doing well post-operation.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).